Manufacturer narrative:
The complaint sample was returned to the manufacturer in packaging that was not original packaging. Follow up with the complainant found that the sample was repackaged, sealed, and sterilized using their own packaging materials then shipped back to the manufacturer. The original packaging was not returned for analysis. The device history record for the lot was reviewed and no devices were rejected and no specific manufacturing yield issues were reported similar to the reported complaint condition.

Event description:
The international distributor (B)(4) reported an issue they encountered with an aortic punch. Their report stated that during incoming inspection at their facility of the product they observed one package that appeared open. The device has not been returned to the manufacturer for evaluation.